Event description:
While prepping a 3.5 x 8 cypher us otw, it was noticed that the hub had a leak. The device was not used in the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.